Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope lens was 'cloudy'. Harvester completed evh without incident but examined endoscope after the case and reported it. No delay to the procedure. No patient injury.

Manufacturer narrative:
Trackwise #:(B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.